Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. While the limited medical records provided indicate the patient experienced adhesions, the medical records provided indicate that the adhesions experienced were related to the procedure performed during implant of the bard flat mesh. There is no direct correlation in the medical records of the adhesion's experienced to the bard flat mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with pelvic organ prolapse in the form of vault prolapse, cystocele and rectocele. The patient underwent went a robotic sacrocolpopexy, cystourethroscopy and implant of a bard flat mesh. During the cystourethroscopy it revealed two ethibond sutures into the bladder initially. These were cut, however, one was removed without difficulty and the other was unable to be removed. On (B)(6) 2008 - the patient underwent a revision procedure which included abdominal exploration, adhesiolysis, removal of non-bard davol suture material that remained inside the patient's bladder and a partial takedown of the bard flat mesh followed by placement of "two prolene sutures onto the apex of the vaginal vault and secured to the fixation point of the mesh near the sacral promontory, then a free edge of the mesh was used to tie up the apical stitches of the vaginal vault and re-suspend the vaginal vault to this point of fixation" in addition the surgeon noted "the mesh had been sewn more to the bladder reflection and a portion of the anterior vaginal apex but not truly to the apex itself, allowing the vaginal prolapse to recur." It was reported the patient experienced additional surgical invasive procedure.